Manufacturer narrative:
Initial and final (B)(4) - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was thigh. The infusion set was in use for one day. The blood glucose level was 400 mg/dl, and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.